Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infused during an unspecified medication treatment. The pump alarmed that the infusion was complete but upon checking the bag only 1/2 was infused. The distance between the top of the bag and the center of the pump was noted to be less than 24 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.